Event description:
A facility representative reported that after an implantable collamer lens (icl) implantation exchange procedure on a patient with pre-existing keratoconus; the surgeon stated, "excessive vault and narrow angles. Iop normal but progressive decline in endothelial cell density. There are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.

Manufacturer narrative:
Manufacturer narrative: endothelial cell loss is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).